Event description:
It was reported that 10 bd safetyglide¿ needles from lot refn0907, 7 from lot regn2104, and 1 from an unspecified lot clogged during use. The following information was provided by the initial reporter: "customer complaint of safetyglide needle clogged. Customer experienced the same defect with multiple lot."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: refn0907. Medical device expiration date: 31-dec-2025. Device manufacture date: 25-feb-2021. Medical device lot #: regn2104. Medical device expiration date: 31-dec-2026. Device manufacture date: 17-jun-2022. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: one hundred ninety one samples from lot number regn2104 received by our quality team for investigation. Fifty samples were randomly chosen for evaluation, upon visual inspection no defects or issues observed. Functional testing was performed, each sample was connected to a syringe with saline solution. Forty nine samples expelled the solution with normal flow, however one sample appeared clogged. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process.

Event description:
It was reported that 10 bd safetyglide¿ needles from lot refn0907, 7 from lot regn2104, and 1 from an unspecified lot clogged during use. The following information was provided by the initial reporter: "customer complaint of safetyglide needle clogged. Customer experienced the same defect with multiple lot."